Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2010; dtbb2d1 crtd, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on current and stored electrocardiograms which may have caused episodes to be marked as terminated while still in progress. The lead remains in use. No patient complications have been reported as a result of this event.